Manufacturer narrative:
Concomitant medical products: product ID: 3550-09, lot# l96115, implanted: (B)(6) 2002, product type: accessory. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4).

Event description:
The patient reported that in 2006 the "wires broke" so they had them replaced. The reason they broke was because the patient was told to "work on their stomach muscles" and the exercising is what led to the lead break. Indications for use are as follows: 043 failed back surgery syndrome